Event description:
Elegance clinical study. It was reported that vessel dissection and recoil occurred. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the right distal popliteal artery, right anterior tibial artery (ata), peroneal artery, right tibial trunk with 6.00 mm proximal reference vessel diameter and 6.00 mm distal reference vessel diameter with lesion length 40 mm with 80% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment, atherectomy was performed using a 6f 140-sv non-boston scientific (bsc) atherectomy system with cutter catheter device. The treatment of target lesion was performed by dilatation with 4 mm x 60 mm ranger drug-coated balloon. Post treatment, the final residual stenosis was noted to be 0%. On the same day, angiography revealed occlusion in the right proximal ata which was treated by balloon angioplasty with 3 mm x 100 mm coyote balloon catheter that had led to dissection and recoil. As a response to the event, balloon dilations were performed using 3 mm x 100 mm coyote otw balloons followed by placement of 3 mm x 38 mm and 3.50 mm x 32 mm synergy drug eluting stent from ostium to proximal segment of ata in overlapping manner. Post treatment final residual stenosis was noted to be 0 % with relatively good flow distally into the foot. On the following day, the subject was discharged on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6).